Event description:
It was reported that the pt underwent a sling procedure at the end of 2003. At the 8 week visit, the physician noticed a 1.5 to 2 cm portion of tape exposed high on the lateral wall of the vagina. The pt remains continent. The exposed portion of the tape was excised in the operating room. The physician feels that this may have been a "buttonhole" that occurred during insertion of the device, but that he could not rule out vaginal erosion.